Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin via a bolus due to miscalculating the amount of carbohydrates consumed. Customer went to the emergency room (ER) due to a blood glucose level below 40 mg/dl and had trace amount of ketones. Customer was provided with a glucagon injection and sugar water to address low bg. Customer confirmed cause was due to user error. Due to the treatment for low bg, the customer experienced a bg level of over 600 mg/dl. Customer was treated with insulin to address high bg. Customer was released from the ER in stable condition.